Event description:
(B)(4). I'm continuing to have stomach bloating and dizziness. Fatigue is worse some days and I get nausea often. Some days my hands feel numb and I get brain fog.

Event description:
(B)(4). This was provided by my insurance, was recommended by my obgyn. I have low blood pressure and lyme disease.